Event description:
Medwatch mw5107624 was received. It was reported that during a thrombectomy procedure of patients left femoral / iliac, the fogarty thrombectomy balloon was inflated to pull the thrombus back. When the fogarty catheter was inspected outside of the artery, the balloon part of the catheter was damaged and part of the balloon was missing. The surgeon attempted to retrieve the remaining balloon fragments. The fragments did not show up on an x-ray. The flow of the artery did not appear different from prior to the fogarty insertion to after, when the catheter was removed (after the balloon issue was discovered). There was no patient injury or adverse effect related to the event.

Manufacturer narrative:
The fogarty catheter was not yet returned for evaluation. A supplemental report will be sent with the results of the evaluation, as well as the device history record review. Device not returned.

Manufacturer narrative:
One 120805f catheter with protective tubing was returned for evaluation. Both the catheter body and the protective tubing were kinked. The reported balloon rupture and missing pieces issues was confirmed. The balloon was found to be ruptured and proximal balloon windings were damaged. The proximal balloon winding was removed to match the latex edges. The latex edges did not appear to match at the ruptured location. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Both the protective tubing and the catheter body were kinked. The kink on the catheter body was at 42cm from tip. The location of the kink on the catheter aligned to that on the protective tubing. There was no visible damage observed from distal windings. A device history record review was completed and documented that device met all specifications upon distribution.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.